Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty procedure, the surgical assistant noticed a hair on the tibial tray upon opening. The tray was removed from the field, and the procedure was completed with another device. No impact to patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. No pictures of the packaging were received, nor was the original packaging with the debris. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet control cannot be determined. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.